Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, depression and irregular menstruation. Concomitant products included fluoxetine hydrochloride (prozac). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, bilateral oophorectomy, laparoscopy.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, alopecia, dyspareunia and abdominal pain lower outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Hysterosalpingogram - in 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), weight gain, hair loss, dyspareunia (painful sexual intercourse) and lower abdominal pain. Date of removal update from (B)(6) 2011 to (B)(6) 2012. Onset date of event pelvic pain was updated. Concomitant drug, medical history and reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.